Event description:
It was reported via the customer that during a surgical procedure the bur was stuck in the attachment. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed. It was further reported that during testing conducted at the manufacturer that a broken bur was found inside the attachment.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank, it was noted also that the broken bur did not have a j-notch. The IFU advises only stryker approved components and accessories should be used; the stryker instruments cutting accessories guide states micro drill attachments accept j-notch burs. Investigation results indicate that the user may have contributed to this event.